Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the crimped stent found stent damage. The stent was damaged and moved proximally on the balloon; the first 3 most proximal stent strut rows were moved over the proximal markerband. The manufacturing crimp data for this device was reviewed and no anomalies were noted. The max stent profile was found to be 0.0472¿, this is within max crimped stent profile measurement as per document # (B)(4) (spec 0.056"). The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the device found a hypotube kink approximately 455mm distal to the distal end of the strain relief and the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was also visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. A 12 x 4.00mm promus premier¿ stent was advanced to treat the lesion. However, the device was caught in the guidezilla guide extension catheter. Upon application of force, the stent has been compressed on the stent delivery system. The stent has not migrated off the balloon; however, the stent was compressed approximately 50% from its original length. The device was removed and the procedure was completed with another promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent damage occurred. A 12 x 4.00mm promus premier¿ stent was advanced to treat the lesion. However, the device was caught in the guidezilla guide extension catheter. Upon application of force, the stent has been compressed on the stent delivery system. The stent has not migrated off the balloon; however, the stent was compressed approximately 50% from its original length. The device was removed and the procedure was completed with another promus premier¿ stent. No patient complications were reported.